Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery (sfa). The 6.5x80mm supera peripheral self-expanding stent system (sess) was successfully advanced over a command 18 guide wire and through a 6f sheath; however, during removal resistance was felt with the guide wire and sheath. After removal of the sess, it was noted that the white introducer piece was not visible. A surgical cut down was performed and the stent was explanted, revealing the introducer piece was firmly adhered inside the stent. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device mentioned in b5 is filed under a separate medwatch report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that after stent deployment during device removal inadvertent interaction resulted in the tip of the device to become caught on the deployed stent; thus during device removal resulted in the reported tip material separation and resulting in the reported difficult to remove. As reported, a surgical cut down was performed and the stent was explanted, revealing the introducer piece was firmly adhered inside the stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.